Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with his device sticking out of the wound. It was determined based off patient's claim he had fallen a few weeks ago and thinks he might have hit the side of his pacemaker site. The patient was asymptomatic upon presentation. The pulse generator was explanted and replaced. The patient was asymptomatic during and post procedure.